Event description:
The customer observed falsely elevated architect ca19-9xr patient results that were not consistent with the patient's clinical history for one patient when recalled reagent lot 08852m500 was in use. The customer could not provide the actual elevated architect ca19-9xr patient result that was reported to the medical provider. Due to the falsely elevated result, a CT was peformed for this patient. The issue was resolved when the customer replaced the reagent lot. There was no adverse impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.